Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report multiple no delivery alarms during bolus, basal, and fixed prime. The customer's blood glucose reading was 199 mg/dl. During troubleshooting, after disconnecting and reconnecting the reservoir, the insulin began to flow and exit the tubing. Customer rewound the insulin pump. Customer was advised that the device was working as designed and the alarm was caused by an infusion set or reservoir occlusion. Nothing was replaced or returned.